Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an agent (dcb) balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 64.5cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous ostial lesion. A 3.50 mm x 20.00 mm agent dcb was advanced with great resistance and the shaft broke distal to the tip at about 1cm. A second 3.50 mm x 15.00 mm agent dcb was then attempted but also advanced with great resistance and the shaft broke. Both devices were safely and completely removed from the patient. No surgery was required and the patient is reported to be doing fine.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous ostial lesion. A 3.50 mm x 20.00 mm agent dcb was advanced with great resistance and the shaft broke distal to the tip at about 1cm. A second 3.50 mm x 15.00 mm agent dcb was then attempted but also advanced with great resistance and the shaft broke. Both devices were safely and completely removed from the patient. No surgery was required and the patient is reported to be doing fine.